Event description:
It was reported the patient has been experiencing intermittent stimulation. An sjm representative attempted to troubleshoot the issue and reprogram the patient to no avail. An impedance check revealed no anomalies. X-rays will be taken for further investigation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.